Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# j0511493v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), ubd: 14-jul-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that¿their implant was replaced due to broken leads in 2016.